Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is experiencing ineffective therapy and their lead is exhibiting invalid impedances that vary with postural changes. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.